Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had critical pump error, failed battery test and hardware low level failures. Troubleshooting was performed. The customer stated that they were able to successfully clear the alarm and able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment. The insulin pump powered up properly after battery installation. No critical pump error (open book image) noted. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or battery failed alert noted during testing. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin 1, keypad assembly.